Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 522 mg/dl. The customer stated that she experienced dry mouth and dizziness. The customer also stated that the insulin pump alarmed motor error, failed battery test, no delivery and battery out limit. Found that the customer had an xray taken, and the insulin pump was left in the same room. Advised the customer not to expose the insulin pump to any of these procedures. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.